Manufacturer narrative:
Successfully downloaded history files and traces using thump. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the adapt tool shows abnormal behavior. In further analysis in the pump history found: multiple pump error 68 alarm on (B)(6) 2024 from 15:20:38.000 until 21:51:03.000. Multiple pump error 49 alarm on (B)(6) 2024 from 15:20:39.000 until 21:51:22.000. Multiple pump error 23 alarm on (B)(6) 2024 from 15:23:09.000 until 21:51:58.000. Pump error 75 alarm on (B)(6) 2024 at 16:42:13.000. The pump passed the displacement and active current test. The test guardian link communicated properly with the pump noted. No communication anomaly. However, pump received with pump error 68, pump error 49, pump error 23 after battery change, pump error 75 alarm during self test and high sleep current measurement during testing. Pump was cut open to perform visual inspection and internal battery not plugged in properly to j6/pcba 1. After reconnecting the internal battery connector on j6 pcba 1, pump was monitored and no pump error 68, 49, 23 after battery change, 75 alarm during the self test and sleep current measurement is within specs. Redownload pump using thump and the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The sc1 cap locks properly into the reservoir compartment. Pump received with scratched case during the visual inspection. Pump error 68, 49, 23, 75 alarm and high sleep current measurement confirmed during testing and pump error 25 alarm found multiple times in the pump history due to internal battery not plugged in properly to j6/pcba 1. Customer alleged not confirmed for pump unable to communicate to the transmitter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 23, no com pump to xmtr, pump error 68, pump error 79. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and customer reported receiving pump error 23 ,customer was able to clear error and complete rewind process ,customer reported a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.